Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one week after the implant of this device, a hematoma was noted. A hematoma removal was conducted and was successful. A follow up will be performed at a later date. No additional adverse patient effects were reported.